Event description:
The customer reported via the sales business manager that during a procedure, three spigot protectors were found to have moulding faults. The customer reported that one of the 'prongs' was found to be out of alignment on all three devices. The customer reported that one device was discarded but two were kept for investigation. The customer reported that the procedure was completed successfully with less than a few minutes delay to surgery time as a replacement device was immediately available.

Manufacturer narrative:
An event regarding damaged spigots involving an exeter stem was reported. The event was not confirmed. The devices were not returned for evaluation. Photographs were provided and reviewed. There is evidence to indicate that the lug of the spigot is damaged. Medical evaluation not performed as medical records were not received for evaluation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of this event could not be determined based on the information available. The devices were not returned for analysis and it could not be determined from the photos received if the damage to the spigot was a result of a misformed spigot caused during the molding process or if the spigots were damaged during surgery. No further investigation for this event is possible at this time.

Event description:
The customer reported via the sales business manager that during a procedure three spigot protectors were found to have moulding faults. The customer reported that one of the 'prongs' was found to be out of alignment on all three devices. The customer reported that one device was discarded but two were kept for investigation. The customer reported that the procedure was completed successfully with less than a few minutes delay to surgery time as a replacement device was immediately available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.